Event description:
It was reported that an occlusion alarm was noted. Subsequently, the pump stopped all insulin delivery. The customer's blood glucose level was impacted (240 mg/dl). The customer reported that he had alternate insulin therapy available at home.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report wil be submitted if the device is received.